Event description:
On 05/01/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tip broke off. This occurred during use in a case with no patient effect. The broken piece was retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: one unpackaged ar-9215-1-03 universal quick connect handle batch number: 04512145 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial discoloration and faded laser markings observed. It was further noted that the tip of the device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 11-nov-2021. Refer to investigation photos. Complaint allegation is confirmed.